Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "patient had off label insert cemented into pca acetabular shell. Insert was cemented into shell in 1997 after primary hip in 1988. Original primary hip was pca mono black shell patient dislocated in 1997. Off label insert cemented in, then (B)(6) of 2011 insert became loose and dr (B)(6) put a new insert in and swapped out femoral head for a new pca 32mm me."